Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right atrial lead exhibited noise resulting in auto mode switching episodes. The noise could be reproduced with isometrics. The patient was asymptomatic. No intervention was performed at this time; the patient would continue to be monitored.